Event description:
It was reported that the patient experienced microbacterial infection and peritonitis during peritoneal dialysis (pd) therapy. The patient was hospitalized for the events. The cause of peritonitis was not reported. The patient's treatment started with injection of heparin intraperitoneal (ip), injection of fortum 1gram ip and an injection of vancomycin 1gram once in five days for peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.